Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. Customer¿s other blood glucose values were 330 mg/dl, 147 mg/dl, 60 mg/dl and 222 mg/dl. The customer alleged that insulin pump was over delivering insulin. Customer was treated with juice and glucose tablet for their low. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of incident. Customer was neither in emergency room nor admitted into hospital. Customer performed displacement test and it was passed. The insulin pump will be returned for analysis.